Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was alarming "air in line" when there was no air in line. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed labels and housing cracked. Upon inspection, customer problem was duplicated. A fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. Replaced air detector.

Event description:
This happened in the biomed department during routine testing.